Manufacturer narrative:
No button error alarm was noted on the insulin pump. The pump had no button response due to corroded keypad traces. The pump was received with minor scratched display window and cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that he had his pump in his pocket and the pump kept beeping. The customer stated that he tried to take the battery out and clear the alarm but nothing worked. The customer stated that the escape button is not working properly. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.